Event description:
Pacemaker was assessed on 11/27/95 and did not show any signs of impending failure. She was admitted to hosp on 1/22/96 after a week of dizzy spells and confusion. She exhibited 7-8 second pauses on the monitor in the emergency room. The ventricular lead was surgically replaced on 1/26/96 due to oversensing with inhibition of the pacemaker.